Event description:
On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed an infection from an unk origin within the trunk-ipsilateral leg component. On (B)(6) 2011, the trunk-ipsilateral leg component and contralateral leg component were explanted due to the infection. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. An explant eval is being conducted. Please note additional devices implanted and related to this event: (B)(4).